Manufacturer narrative:
Sensor (B)(6) was returned and investigated. No physical damage was observed on the sensor patch. Observed contamination on the sensor adhesive. The sensor sharp was not returned. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. The device history review (dhrs) for the libre sensor and sensor kit indicated were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. Dose audit and environmental monitoring including bioburden and endotoxin testing, the review has been conducted. The review demonstrated the continued effectiveness of the established sterilization process for libre sensor products and that all monitoring processes continue to meet adc requirements. If the sharp is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. Additional information - section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated to(B)(6). Section d4 (serial no) has been updated from unknown to (B)(6) based on the returned product. Section d4 (expiration date) & h4 (device mfg date) have been updated based on the returned product.

Event description:
A skin reaction was reported with the adc freestyle libre sensor. The customer experienced symptoms of itching and discharge and had contact with a healthcare provider. The customer received tevacutan (anti-fungal) ointment as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A skin reaction was reported with the adc freestyle libre sensor. The customer experienced symptoms of itching and discharge and had contact with a healthcare provider. The customer received tevacutan (anti-fungal) ointment as treatment. There was no report of death or permanent injury associated with this event.